Event description:
It was reported that (1) device was used during a thoracoscopic lobectomy. It was reported by the affiliate that the surgeon fired the tx60g across the pulmonary vein, artery and bronchus. Surgeon cut before releasing the instrument. When surgeon released the instrument, it seemed to have no staples. Surgeon had to convert to open procedure and used sutures to complete the case. The pt is doing well.